Event description:
Customer had a problem with the dual lumen catheter. The customer reports "the PICC team removed the dressing and there appeared to be a leak. The PICC was flushed and there was a leak between the 30cm mark and the butterfly. Also, the secondary pigtail kept coiling and kinking.